Manufacturer narrative:
(B)(4). Batch # n5582j. After a magnification view and a test with spectrum analyzer it was found; ¿ four pockets from each of the rows, left inner and outer, right inner and outer were carefully examined. ¿ in all of the pockets examined there were scrape marks clearly visible indicating that a staple had scraped the bottom of the pocket. ¿ the edx detected titanium in all of these pockets in multiple locations in each pocket. ¿ additionally there were other pockets where a cursory sem/dx investigation was performed and these pockets also had titanium and gouge marks in the pockets. The presence of titanium and the scrape marks in the pockets indicate that there were staples present in the device when the stapler was used in surgery. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 11/14/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What color cartridge was used? Was the device difficult to close? Was the device closed and repositioned prior to firing? Was the distal transection taken in one or multiple firings of the device? Were there any staples seen in surgical field? If so, what was their shape? Where in the colon was the procedure done? Why does the surgeon think that the suturing of the colon resulted in a failure of the leak test? Was the diversion planned or was it a result of the difficulties in the surgery?

Event description:
It was reported that during a colectomy procedure the surgeon described the force to fire as lower than usual on the first firing. After a full firing, the surgeons found that the device had cut but not delivered any staples. The surgeons attempted to use purse string and sutures to complete the procedure but that failed the leak test. The surgeons then completed the procedure with a diversion.

Manufacturer narrative:
(B)(4). Batch # n5582j. Additional information was requested and the following was obtained: what were the indications for surgery: colon cancer; what color cartridge was used: green; was the device difficult to close: no; was the device closed and repositioned prior to firing: no; was the distal transection taken in one or multiple firings of the device: one firing; were there any staples seen in surgical field? If so, what was their shape: there were no staples at all in cartridge; why does the surgeon think that the suturing of the colon resulted in a failure of the leak test: because it leaked; was the diversion planned or was it a result of the difficulties in the surgery: result of firing with no staples loaded in the cartridge. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.